Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 540 mg/dl. The customer treated the high blood glucose with insulin and manual injections. While troubleshooting, the customer expressed that she had no symptoms related to her high blood glucose. The customer stated that the issue did not result in a serious injury or hospitalization. The customer did not detect any air bubbles or leaks in the tubing. The customer had not received any alarms from the insulin pump. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised to monitor the insulin pump and call back if the issue persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.